Manufacturer narrative:
Facility name: department of internal medicine, (B)(6) hospital. H6 - medical device problem code 2017 clarifier - failure to follow steps / instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional cardiac ablation procedure with a 6fr sheath. Reportedly, the plunger was not pushed all the way down and a gap remained. The plunger was pushed down again, the suture was not present and a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the plunger was not fully depressed. It should be noted that the prostyle instructions for use (IFU) states: "while maintaining device logo position and keeping the device at approximately a 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. In addition to the visual confirmation, an audible ¿click¿ should be heard to confirm needle and cuff engagement." The cause of the reported difficulties and the subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 - facility name: (B)(6).